Manufacturer narrative:
Device evaluation: returned device was received with a heavily stained and marked enclosure, both covers were cracked and marked and line cord was worn. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked. No adverse patient effects were reported.